Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a ' caution: you have exceeded the 2-year service life of your batteries' message earlier than expected. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced both batteries and verification/release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review: on (B)(6) 2024 there were multiple low lmd events which means the battery cannot reach the full 18-amp hour (ah) charge. The system also logged a 'battery life exceeded' event which means the battery reached 24 months. Per the manufacturer's technical support specialist, there was no evidence of a date jump.